Event description:
It was reported that the pulse generator could not be interrogated. A transtelephonic monitoring magnet rate indicated elective replacement indicator (eri) in early 2008. The hardware eri byte indicated that the device was not at hardware eri. It was noted that the patient had been lost to follow-up. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.